Event description:
Allegedly, it was impossible to get the cocr liner to seat in the bf cup, in which there were screws. A poly liner was used instead. This caused a 15-20 min delay in surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although attempts were made, no report was received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00089. This event occurred in (B)(6).